Manufacturer narrative:
See MFR: 3012307300-2018-00126.

Event description:
It was reported that the patient experienced high blood glucose levels during use of a cleo® 90 infusion set. The patient attempted pump boluses and a temp rate of 150% to lower their blood glucose levels. No permanent injury was reported.